Event description:
Alaris IV infusion pump began alarming. Rn checked the pump and tubing and noted that there was air in the IV line (multiple air patches in a consistent pattern of air-liquid-air) from the point where the tubing exited the pump all the way down to the patient. Fluids were stopped, patient denied pain or shortness of breath. Vital signs stable. IV pole and pump removed from patient's room. No apparent harm to the patient.